Event description:
It was reported that the zimmer meshgraft ii was not making a full graft. Additional clinical f/u with the hosp indicated that the reported event occurred during a procedure and that an alternate, immediately available, unit was used to complete the planned procedure. There was no documentation at the facility of any harm, increased surgical time, or medical/surgical intervention.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device is 35 yrs old and was last returned to the MFR for repair on (B)(4) 2012. Initial inspection noted that there was no damage to the device. The unit was within calibration and produced an acceptable test mesh. Unable to determine a cause of the reported complaint. The expected longevity of the meshgraft ii tissue expansion system is ten yrs. Zimmer recommends that units over this age should be replaced because they have exceeded their normal useful life. The device was serviced and returned to the customer.